Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
On (B)(4) 2012 a customer reported that the previous day, a leak was found coming from the connection between a solution bag and a yume set. The sample was not available. There was patient involvement, but no patient injury or medical intervention reported.